Event description:
Customer reported that a donor sample was tested on the galileo for antibody screen using the pool cell assay and produced a negative result. The sample was run on gel, where a 3+ result was obtained on screening cell ii, (e+e-); the antibody was identified as anti-e.

Manufacturer narrative:
Reactivity of the e antigen on retention capture-r ready-screen (pooled), lot n174, was confirmed. The customer did not return sample or product for investigation testing. It is not possible to rule out the sampel as a cause of the event. The limitations section in the package insert for capture-r ready-screen (pooled cells) states: "antibody screening tests employing pooled reagent red blood cells will not be as sensitive as those incorportating the red blood cells of unpooled single donors."